Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The returned clamp was evaluated and exhibited a significantly higher closing force than normal, however this feeling was not confirmed by torque testing and showed lower forces required than a control part. A batch review of the production lot records could not be done since the lot number was unknown. Per measurement there is not measured excessive force required to operate this twist clamp. The root cause is undetermined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
Baxter (B)(4) received a report that the twist clamp was too tight to open and close. The set had been used for 30 days. There was no patient injury or medical intervention.